Manufacturer narrative:
Section a1: patient identifier corrected. Section d5: operator of device corrected. Manufacturer¿s investigation conclusion: the reported event of a communication fault alarm was not confirmed. The system controller (serial number (B)(6) was not returned for analysis, and no log files were associated with the reported event. Questions regarding the event were asked multiple times and no responses were received. Available information indicates that the controller was exchanged to resolve the alarm. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, (serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including comm fault alarms. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when the team disconnected to old pump from the modular cable and connected the new pump to the existing system controller and modular cable, a communication fault alarm showed up. The system controller was exchanged.